Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: 2/20/07: inratio 6.4, lab 4.1, mean 5.25, confidence limits unable to be determined. 2/20/07: inratio 6.1, lab 4.1, mean 5.10, confidence limits unable to be determined. Ts updated 2/23/2007. 2/23/2007: inratio 3.7, lab 2.7, mean 3.2, confidence limits 1.9-4.6. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The first set of readings is considered inaccurate based on "area outside the acceptance region" table. For the second set of readings, both inratio and lab values are within considered accurate based on "area outside the acceptance region" table. The last set of readings, dated 2/23/2007, both inratio and lab values are within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time.

Event description:
Caller alleged inaccuracy with inratio. Results as follows: 2/20/07: lab 4.1, inratio 6.4 and 6.1. 2/23/07: lab 2.7, inratio 3.7.